Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir lip was loosened. The customer¿s blood glucose was 297 mg/dl. Customer experienced high blood glucose. Customer declined to troubleshoot for high blood glucose and stated that they will wait until get down and will wait for replacement. Customer stated that the reservoir was not stay in place. The insulin pump will not be returned for analysis.